Event description:
The laser system has the following problem: "low power alarm".

Manufacturer narrative:
The problem was due to a performance drop of the resonator/diode units, because programmed maintenance was needed. After the programmed maintenance of these units, the laser system restarted to work. We are unaware about patient injury.